Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) reviewed and stated that there had been a gradual raise and variability around 125ohms in shock impedance measurements since a year now. There was no episode of noise noted. Ts recommended programming options and to consider performing x-ray imaging. This rv lead currently remains in service. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) reviewed and stated that there had been a gradual raise and variability around 125ohms in shock impedance measurements since a year now. There was no episode of noise noted. Ts recommended programming options and to consider performing x-ray imaging. This rv lead currently remains in service. No additional patient adverse effects were reported.